Event description:
Dealer reports that user was at church when family member smelled rubber burning and turned off chair. The battery box lid, batteries and wiring harness were burnt and melted together.